Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a cracked housing. Functional analysis indicated the device was unable to power on with ac power. A known functioning radical-7 was able to establish a connection with the rds-3 and displayed a blue led indicator light. The charge indicator and lightning bolt charge displays were unable to illuminate on the device. Internal inspection revealed no electrical damage. One of the fuses was dislodged slightly and was unable to make proper contact with the fuse holder box, which prevented the device from powering on. The fuse was adjusted and the device was able to power on and charge as designed. The reported issue was not confirmed. A service history record review reveals this unit has been in the field for over fifteen (15) years and has no previous events related to this reported issue.

Event description:
The customer reported that the device had sparked. No patient impact or consequences were reported.